Manufacturer narrative:
A review of tickets was performed for the likely cause list number. The ticket search determined that there is normal complaint activity for this list number. Additionally, clinical sensitivity of the architect anti hcv assay has been evaluated with sensitivity and seroconversion panels and showed acceptable sensitivity specifications, confirming that the architect anti hcv is meeting product requirement. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti hcv assay.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer reported false nonreactive architect anti-hcv results on one female patient. Results provided: 2007 7.6 s / co, 2008 7.2 s / co, 2009 6.3 s / co, 2010 7.0 s / co, 2011 7.7 s / co, 2012 5.3 s / co, 2013 3.6 s / co, 2014 0.0 s / co, 2015 0.0 s / co, 2016 0.0 s / co, 2017 0.0 s / co, 2018 0.0 s / co, 2019 0.0 s / co. No impact to patient management was reported. Customer noted that there was no confirmatory testing performed when the patient was architect anti-hcv reactive.